Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy and the device detection logic was in question. The device remains in use. No patient complications have been reported as a result of this event. The right ventricular (rv) lead was not returned but performance data collected from the device was received and analyzed and analysis of the device memory indicated oversensing on the rv lead.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant products: d284drg implantable defibrillator (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2006. (B)(4).